Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The patient had been hospitalized since (B)(6) 2022 due to acute coronary syndrome with no st elevation. On the date of original hospitalization, the patient underwent pci for a lesion in the left anterior descending artery (lad) and first diagonal vessel with stent placement in the mid lad and first diagonal. On (B)(6) 2022, additional treatment was performed. A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a severely calcified lesion in the right coronary artery (rca). The vessel was tortuous with a diameter of approximately 4.5mm in the proximal segment and 4.0mm in the mid and distal segments. Ejection fraction was 45%. Severe calcification was noted proximal to the rca ostium, in the mid-proximal segment, and in the mid distal segment. An initial attempt was made to pre-dilate with a non-csi angioplasty balloon in the ostial lesion, but the balloon did not open completely. The oad was then advanced, and glideassist was used to maneuver it to the ostial lesion. A low speed treatment was initiated, and the oad jumped a short distance at the level of the more stenotic portion of the lesion. The oad crossed the lesion without issue. After a rest period, a distal-to-proximal treatment was initiated, but imaging immediately indicated the crown and distal driveshaft had become separated from the rest of the driveshaft. The viperwire was pulled back, and the driveshaft fragment was removed with the aid of another guidewire and an angioplasty balloon. A second oad and wire were used to continue the procedure. The procedure was successfully completed with stent placement. The patient was discharged (B)(6) 2022 in good condition.

Manufacturer narrative:
Device analysis conclusion: the oad and guidewire were returned. Visual examination confirmed the reported driveshaft fracture at the proximal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. The oad functioned as intended during testing. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).